Event description:
It was reported that during an unknown time the metal plate with slots is damaged, 1 ratchet is not ratcheting at all, 1 sometimes ratchets and sometimes doesn't. No info was provided on patient impact. Diligence is complete.

Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in canada. E1: telephone- (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.